Event description:
It was reported that the patient came into the emergency department due to fatigue and blood in the stool. The patient was admitted and unspecified fluids for volume was administered. The patient experienced several pulsatility index (pi) events in the last 24 hours, with one recorded associated speed reductions to 8390 rpm. Review of the device history shows several low flow events randomly over the last couple of weeks. The patient and family deny hearing any alarms. Review of the device data log file captured several low flow hazard events. During these events, the recorded estimated flow was <2.5 lpm. The speed reductions appear to be associated with pi events. Actual speeds recorded were 8290¿9200 rpms. The manufacturer's technical services discussed with the vad coordinator that the data in the log file did not indicate any equipment issues. No further information was provided.

Manufacturer narrative:
Approximate age of device: 1 year and 2 months. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.